Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode during which her cgm was reading 162 mg/dl while her bg was measured at ~50 mg/dl. Patient was mowing her lawn when her neighbors found her incoherent. They treated the patient with some orange juice, which relieved the patient of her hypoglycemic symptoms and then called the paramedics. By the time the paramedics arrived, patient's bg was already in the ~80 mg/dl and paramedics didn't have to treat her. At the time of her call to dexcom technical support, patient reported that she was feeling better.